Event description:
It was reported that removal difficulties and shaft break occurred. Vascular access was obtained via the femoral artery. The 28 x 2.50 mm and 70% stenosed target lesion contained in a >=90 degree bend was located in the moderately tortuous left circumflex (lcx) artery. After a 2.0x10mm unspecified balloon catheter was used for predilatation, the 2.50x38mm promus element¿ plus stent was advanced to treat the lesion. However, resistance was met during advancement and positioning of the device to the lesion. The physician then removed with significant resistance the device from the patient and it was noted that the shaft broke near the bi-segment portion. The device was completely removed with a coronary snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The shaft polymer extrusion was broken 74mm distal to the midshaft bond and the core wire was seen protruding at the proximal break sites. There was evidence of material resistance at both of the break sites. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that removal difficulties and shaft break occurred. Vascular access was obtained via the femoral artery. The 28 x 2.50 mm and 70% stenosed target lesion contained in a >=90 degree bend was located in the moderately tortuous left circumflex (lcx) artery. After a 2.0x10mm unspecified balloon catheter was used for predilatation, the 2.50x38mm promus element¿ plus stent was advanced to treat the lesion. However, resistance was met during advancement and positioning of the device to the lesion. The physician then removed with significant resistance the device from the patient and it was noted that the shaft broke near the bi-segment portion. The device was completely removed with a coronary snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient's condition was stable.